Manufacturer narrative:
Results evaluations: the sample has been forwarded to the manufacturing site for investigation. Upon receipt of the completed investigation, a follow up report will be submitted. We can report that this device was used past its expiration date and the hospital is aware of this and have no remaining product of this lot number.

Event description:
User reported that they had an event that when they went to use the mask, they could not create a seal. They had difficulty getting the patient properly bagged and had to switch masks.